Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received (B)(6), (certain low profile 30 abutment 4.1mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the top of abutment. DHR review was completed for the subject lot number 2022041220. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022041220 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the top of abutment. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported a strong friction with the transfer at the time of the impression which caused the fracture of the connection screw of the abutment. No affected dental position reported. Procedure completed in a correct way.